Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, rail bearings were broken and unable to open the drawer easily. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 rail bearings had broken. A field service engineer (fse) found that a broken slide in main drawer 2.2. Per customer request, all pockets were unloaded from the pharmacy station. The fse backed up the failed device, removed all pockets, replaced the main drawer, reinstalled pockets, performed diagnostics, and completed a final test. The application was restarted, and the drawer was configured. The customer tested and confirmed proper functionality. The fse performed a proactive inspection, picked up a replacement drawer, swapped it onsite, and ran diagnostics to ensure operations. Customer verified and confirmed successful resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, rail bearings were broken and unable to open the drawer easily. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.